Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A kugel patch was implanted to repair the hernia defect. On (B)(6) 2010: the patient's incision had opened and the mesh was exposed. Over the next year the patient underwent extensive and prolonged would care, requiring daily nursing visits and wound packing. On (B)(6) 2010: the patient required debridement of exposed mesh had begun to buckle. On (B)(6) 2011: the patient underwent an additional surgery to remove the infected mesh, drain an intraabdominal abscess and to place a vicryl mesh. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The attorney alleges pain, disability, hospitalizations, and additional surgery(ies). The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the future other forms of care and medical treatments.